Event description:
On (B)(6)/2009, pt reported the infusion device displayed an e10 (cartridge error) alert during the cartridge change mode. She stated a small amount of insulin went into the cartridge compartment while she was removing the old cartridge. Advised pt to dry the small amount of insulin out using a cotton swab. Pt reported the area was completely dry. Had her to proceed with the cartridge change mode. Reviewed cartridge change mode. Pt was able to complete the cartridge change mode, prime until insulin flowed out of the end of the infusion tubing and connected the tubing to the infusion site. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.